Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was used during a biopsy procedure. According to the complainant, two days following the procedure, the patient was noted to have a bleed from the biopsy site and was admitted to the hospital. The patient was hospitalized for approximately a few days for observation and received a transfusion of four units of blood. The patient has been discharged, and is currently fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The exact patient age is unknown; however, is reported to be over 18 years old.